Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 1 of 3. It was reported that the ipg and extensions were explanted and replaced due to the ipg not being able to enter MRI mode. MRI mode could not be enabled due to one contact with impedance >7000 ohms (high). The issue was addressed with surgery. Manufacturer reference report number #: 1627487-2021-12922. Manufacturer reference report number #:1627487-2021-12924.